Event description:
Upon review of compounded onq pain ball pharmacy staff noticed that medication was leaking from the line going into the filter. There does not appear to be any defects to the line except for the fact that bupivacaine is leaking at the site of connection into the 1.2micron filter on the line. Event reported to manufacturer awaiting packaging to return.